Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are : product ID: 8731sc, serial# (B)(4), ubd 2009-09-07, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump and catheter were explanted due to an infection. The issue was resolved and the patient was alive with no injury. It was noted that the explanted device was in the possession of the hospital. No further complications have been reported as a result of this event.